Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) was not operational. There was no patient harm or injury reported.

Manufacturer narrative:
Due to character restrictions in block e1 full event site name is: (B)(6). A supplemental report will be submitted upon completion of investigation.